Manufacturer narrative:
The pod was received not deployed. The pod failed to pair with the master pdm. All attempts to download the data from the pod were unsuccessful. The investigation found no damages or deficiencies that would prevent the download of the pod data. The exact cause of the data loss could not be determined. Inspection of the needle mechanism assembly found no damages or defects that would prevent the needle from deploying as intended by the end of second prime. The reservoir was observed to be filled with the clutch spring released from the spring latch and clamped to the tube nut, which is expected for a pod that successfully paired with a controller and began delivering priming pulses. However, without the pod data, it could not be determined if the pod completed both priming sequences. The cause of the reported needle failing to deploy could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and hyperglycemia or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level was greater than 13.9 mmol/l (250.2 mg/dl). It was noted that the needle did not deploy no information was provided on how the hyperglycemia was treated.